Event description:
The patient was being fed using a pump. 948 ml of an enteral feeding solution were hung, and the pump was set to deliver 60 ml/hr. 548 ml were delivered in 3 hours. There was no illness, injury or medical intervention resulting from the event. One patient involved.

Manufacturer narrative:
Original data reads: rate 60ml/hr. 130 delivered in 1 hour. Pump setup will be: 948ml of osmolite placed in #52 baspet. Rate set at 60ml/hr. Pump will be run for 3 hours. Pump vol. Fed & actual delivery read at one hr. Pump continued to run without interruption until 3 hr test was complete. 3 hr findings use fed: 180 actual: 181. Pump delivered within spec.